Event description:
It was reported that the heartmate touch bluetooth wireless adapter was broken. The screen displayed a 'connection failed' message. All bluetooth connections were deleted, and a new pairing was made. The wireless adapter light flashed blue as expected after the pairing button was pressed. The issue resolved and the heartmate touch system was fully functional. It was noted that multiple third-party devices were attempted to connect to the heartmate system. It was noted that multiple devices tried to connect to the heartmate touch during testing and monitoring bluetooth connection. Majority of the devices were multimedia electronics, like televisions, the patient's bluetooth headphones and some other non-identified devices with only numeric code as name of device. There was no patient involvement.

Manufacturer narrative:
B5: narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate touch bluetooth wireless adapter was broken. The screen displayed a 'connection failed' message. All bluetooth connections were deleted, and a new pairing was made. The wireless adapter light flashed blue as expected after the pairing button was pressed. The issue resolved and the heartmate touch system was fully functional. It was noted that multiple third-party devices attempted to connect to the heartmate system. There was no patient involvement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: corrected manufacturer's investigation conclusion: the reported event of an inability to connect the wireless adapter (serial number: (B)(6) to the heartmate touch (serial number: (B)(6) was confirmed via the submitted heartmate touch framework file. The submitted framework file contained data from (B)(6) 2024. The log file captured several unsuccessful wireless connection attempts from (B)(6) 2024 at 14:45:28 to (B)(6) 2024 at 12:24:26 due to bond_missing_in_agent errors. This error occurs when the heartmate touch has stored bond information from a previous connection to the wireless adapter (as intended), but the wireless adapter does not have the bond information; this results in an inability to complete the connection between the heartmate touch and wireless adapter. No additional bond_missing_in_agent errors were captured after on (B)(6) 2024, which is consistent with the provided information that that the issue was resolved by forgetting all bluetooth devices in the bluetooth settings of the heartmate touch tablet. Forgetting the bluetooth devices in the bluetooth settings of the heartmate touch would allow the bond information from the wireless adapter to be removed from the tablet so that a new bond can be established, which enables a successful connection to occur. No product was returned for evaluation. The reported event was determined to be due to the bond information being stored on the heartmate touch tablet but not on the wireless adapter; however, the root cause of the bond information not being stored on the adapter could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and pair the tablet and wireless adapter, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents instruct the user to enter the heartmate touch wireless adapter code in the bluetooth pairing request box and press "pair" when the bluetooth connections window appears. These documents also explain that the "if the heartmate touch wireless adapter is not paired within 30 seconds, the connection process (pair) will be canceled". Additionally, it is noted that the passcode is first time pairing between the adapter and tablet only. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide (doc # (B)(4), rev. A) under ¿troubleshooting¿ explain all heartmate touch alarms, including the "connection failed" alarm. Mat-2214656 v1.0 was released to provide a guide for how to clear bonds from the heartmate touch tablet to resolve an inability to connect heartmate touch tablet to the wireless adapter. No further information was provided. The manufacturer is closing the file on this event.